Manufacturer narrative:
Date of event in unknown this report is for an unk - screws: cortex: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal procedure due to a non-union of the mid-shaft humerus. During the procedure the 9-hole 4.5 narrow locking compression plate (lcp) and all of its eight (8) 4.5mm cortical screws were explanted. Also removed during the procedure was the 2.7 8-hole straight locking compression plate (lcp) and all of its six (6) 2.7 cortical screws. It is unknown what device was the patient revised to after the original implants were removed. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report is for (1)unk - screws: cortex. This is 6 of 10 for report (B)(4). Related product complaint: (B)(4).